Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a vitrectomy procedure balanced salt solution (bss) leaked into the console. When they went to use the auxiliary illuminator and the laser they would not work. The case was completed using an alternate laser with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The base switch, the power distribution, the cable assembly, and the ethernet were all replaced (eventually) to address the issue. All were sent back for evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Sample evaluation the base switch, the power distribution, the cable assembly, and the ethernet were received for the evaluation. A visual assessment of the returned sample showed that the base switch was severely burned. There were no further functional tests required. However, there was no balance salt solution (bss) ingress found. The base switch assembly was opened to reveal that the printed circuit board (pcb) base switch was burned. Visually, it was evident that the two component inductors were completely burnt. It is likely that the 24v entering this pcb was somehow shorted to ground and caused the two inductors to burn. Based on the information obtained, the root cause of the bss leak could not be confirmed or determined conclusively. The root cause of the reported ¿illuminator issues¿ can be attributed to burnt component inductors, which is most likely from an electrical short, causing the pcb base switch to burn. However how or when it became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).